Event description:
During a lap gastric bypass procedure, the device was used to create a gastric pouch on the patient. Upon using methylene blue dye injected into the pouch to test the efficacy of the staple line, it was noticed that a small amount of blue color on the pouch. The staple line seems intact. The patient became ill the next day. Upon scoping the patient, it was noticed that the staple line had several staples that were not formed properly, but no apparent staple line failure.